Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
During a procedure, a csi orbital atherectomy device was used to treat a lesion. Slow flow occurred, and the limb was amputated.